Event description:
It was reported that during the ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the sheath was opened and prepared in a sterile fashion. No issues were present visually. Physician attempted to aspirate the sheath during mapping catheter insertion and the valve of the faradrive was bubbly and leaky, and physician was getting copious amounts of air in the syringe while aspirating. The sheath was leaking blood at the valve of the sheath. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it was contaminated. It was further reported that a pressure bag was used for the irrigation of sheath. The guidewire was at the tip of the farawave but not outside. It was a fast-bubbling drip leak. The leaking was from the proximal end of the handle. Minimal blood loss as the sheath was quickly replaced. No other issue has been reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the sheath was opened and prepared in a sterile fashion. No issues were present visually. Physician attempted to aspirate the sheath during mapping catheter insertion and the valve of the faradrive was bubbly and leaky, and physician was getting copious amounts of air in the syringe while aspirating. The sheath was leaking blood at the valve of the sheath. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it was contaminated.